Manufacturer narrative:
Additional information was received on august 14, 2023. The event date was clarified to have occurred in august of 2011. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on september 6, 2023. In addition to the symptoms reported previously, the patient also experienced bilateral displacement. Manufacturer¿s reference number: (B)(4) on september 5, 2023 mentor became aware that the fact that an explant date was obtained was erroneously omitted from the first supplemental report submit. Explant is scheduled for (B)(6) 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: generalized illness

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4). On september 19, 2023 mentor became aware that device migration was erroneously omitted from the previous report submitted. Bilateral displacement was present.

Event description:
It was reported that a 24-year-old caucasian female who underwent primary breast augmentation with 375cc mentor memorygel breast implant experienced several unexplained systemic symptoms post procedure. Unspecified autoimmune diseases, missed period for three months, nausea, diarrhea, gallbladder issues, fibroid issues, severe fatigue, low tsh, memory loss, brain fog, pancreatitis, hyperthyroidism, severe anxiety, severe depression, rashes, and difficulty taking deep breaths was noted. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2023-04833 for contralateral prosthesis report.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. H6 health effect - clinical code e2402: generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).